Event description:
It was reported that the patient enrolled in the (B)(4) registry had had the port repositioned on (B)(6) 2011. On (B)(6) 2011, patient has confirmed through quality of life questionnaire that the port was repositioned. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.